Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Tmaik 14january2025: batch # correction: batch number is 4016350.

Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Pharmaplus has has rejected product deliveries in mexico due to divergence in the expiration dates of the product found on the invoice and on the product.sku 320176-401630.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.